Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2008, that a microknife xl triple lumen needle knife device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure after the physician made the pre-cut, the needle broke completely off and the tip of the needle remained inside of the patient duodenum. The procedure was successfully completed with another microknife xl triple lumen needle knife device. No patient complications were reported as a result of this event.